Event description:
The customer reported elevated troponin I (accutni) results, for several patients, involving unicel dxc 600i synchron access clinical system. This is report number three of three. Subsequent testing on an alternate unicel dxc 600i system produced results within the normal reference interval. The elevated results were released out of the laboratory. The customer stated two patients received unspecified treatment for approximately three to four hours due to the elevated results. There has been no report of patient outcome. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2007. The fse noted the customer had changed the aspirate probes prior to service. The fse completed a successful dil test, the fse performed lumwash son inc diagnostic test, which met specifications. The fse successfully completed assay calibrations and controls. The unit conformed to the manufacturer's specifications. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events. This medwatch report is related to the original MDR 2122870-2007-00170. All related medwatch reports: 2122870-2011-05991, 05992, 05993.